Manufacturer narrative:
Reporter stated that patient had macular degeneration surgery 2 weeks prior to the blu-u light. During the treatment his goggles fell off and he was informed to just keep his eyes closed. The procedure was completed. Within two weeks he had pain and sought treatment for a detached retina. The reporter stated the patient is on the mend but has been through quite a painful ordeal and both specialists that he consulted felt that it was from the heat associated with the blu-u light treatment. Follow-up ((B)(4); 21-jun-2018): no significant information was received.

Event description:
Pain, detached retina, radiation injury.

Event description:
Wrong technique in device usage process. Detached retina.

Manufacturer narrative:
Reporter stated that patient had macular degeneration surgery 2 weeks prior to the blu-u light. During the treatment his goggles fell off and he was informed to just keep his eyes closed. The procedure was completed. Within two weeks he had pain and sought treatment for a detached retina. The reporter stated the patient is on the mend but has been through quite a painful ordeal and both specialists that he consulted felt that it was from the heat associated with the blu-u light treatment. Follow-up ((B)(4); 21-jun-18): no significant information was received. Internal review (29-jun-2018), events were updated. Follow-up ((B)(4); 11-jul-18): no adverse event related significant information was received.

Manufacturer narrative:
Reporter stated that patient had macular degeneration surgery 2 weeks prior to the blu-u light. During the treatment his goggles fell off and he was informed to just keep his eyes closed. The procedure was completed. Within two weeks he had pain and sought treatment for a detached retina. The reporter stated the patient is on the mend but has been through quite a painful ordeal and both specialists that he consulted felt that it was from the heat associated with the blu-u light treatment. Follow-up (2018-r4-337; (B)(6) 2018): no significant information was received. Internal review (29-jun-2018), events were updated. Follow-up (2018-r4-348; (B)(6) 1208): no adverse event related significant information was received. Follow-up (2018-r4-359; (B)(6) 2018): reporter stated the detached retina may have been coincidental and not directly caused by the blu-u light procedure. (2018-r4-360; (B)(6) 2018): no adverse event related significant information was received. (2018-r4-376; (B)(6) 2018): event start date and outcome of the event detached retina (improved) was provided.

Event description:
Wrong technique in device usage process. Detached retina.

Manufacturer narrative:
Reporter stated that patient had macular degeneration surgery 2 weeks prior to the blu-u light. During the treatment his goggles fell off and he was informed to just keep his eyes closed. The procedure was completed. Within two weeks he had pain and sought treatment for a detached retina. The reporter stated the patient is on the mend but has been through quite a painful ordeal and both specialists that he consulted felt that it was from the heat associated with the blu-u light treatment. Follow-up (2018-r4-337; 21-jun-18): no significant information was received. Internal review (29-jun-2018), events were updated. Follow-up (2018-r4-348; 11-jul-18): no adverse event related significant information was received. Follow-up (2018-r4-359; 25-jul-18): reporter stated the detached retina may have been coincidental and not directly caused by the blu-u light procedure. (2018-r4-360; 26-jul-18): no adverse event related significant information was received.

Event description:
Wrong technique in device usage process detached retina.